Event description:
In 2007, the lay-user/reporter contacted lifescan (lfs) alleging the one touch ultra meter is giving inaccurate readings compared to other brand meters. The complaint is classified based on the documentation of the customer care advocate (cca). The reporter stated that she had notice the inaccuracy issue for the last 6 months. The patient is on an insulin sliding scale. The patient takes lantus and regular accordingly (doses vary according to the patient's insulin regimen). The patient has been getting readings of "265, 214, 259, 245, 154, 253, 225, 195, 238 and 313 mg/dl." When the reporter compared the lfs meter to other brand meter, there could be 20-30 points different (higher or lower) between the comparisons. At some point after the issue began, the patient developed symptoms described as "sweaty and dizzy." The patient did not require any medical intervention due to the reported issue. During the troubleshooting session, the cca verified that the patient was using the correct testing technique, the unit of measurement was set correctly (mg/dl), the patient cleaned the puncture area correctly, and the meter's memory did not match with the reported readings. This complaint is being reported because the patient reportedly had symptoms of sweaty after the reported issue started. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.